Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was 46 mg/dl. Reportedly, the customer requested too large of a bolus and stated that the bg was due to user error. Bg was addressed with carbohydrates. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared.